Event description:
It was reported the customer had several no delivery alarms on their insulin pump. Customer stated the no delivery alarm occurred five times within 30 minutes. Customer's blood glucose was unknown. Troubleshooting could not be completed as the customer was driving to work. The customer was advised to call back to further troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.